Manufacturer narrative:
This is a general complaint, where no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. Furthermore, a review of the 12-month service history one similar event cn-257540 probable cause incorrect battery installed. Non-ICU medical battery installed. There was an attempt to retrieve the pump for repair from a customer over a period of 45 days; however, no response was received. Consequently, the pci was completed based on the available information.

Event description:
The event involved a plum 360 pumps where it was reported infusion pumps have been identified to shut off during infusion. The batteries were replaced in pumps during recall of infusion pumps. The batteries were then replaced to mitigate shut off failures after following recall recommendations. The batteries in the infusion pumps have been replaced two times since the recall notice has gone into effect. There was patient involved and unknown human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
D4: only di provided as serial number is unknown.

Event description:
Additional information received from the customer on 6/28/2024 confirming the device involved in medwatch voluntary report MDR report #: mw5150727 is a plum 360¿ infuser with device. It was further stated that there was no patient harm.